Event description:
It was reported that there was a crack in the connector. The product was not used. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received inside a plastic bag without the original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the luer was broken. (B)(4). The root cause of the issue could not be determined; the most probable root cause is the luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.